Event description:
It was reported that the patient was readmitted to the hospital a few days after the procedure due to discomfort. Blood and urine cultures subsequently tested positive for burkholderia cepacia. The patient remains hospitalized. His clinical condition has improved. However, inpatient management is ongoing, and antibiotic therapy continues. Since the patient got infected and further hospitalization/medication is necessary, the case is deemed as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).